Manufacturer narrative:
Reported event: mako tka bilateral. (1) r tka. Cut anterior chamfer, check with planar probe 1.8mm proud. Still showing proud after re-cutting 3x. Tibial cut still >1.5mm proud despite re-cutting 2x. Due to this, very tight while trialing, needed to recut extra 2mm. Check with planar probe and still proud. Mics handle screw loosened and handle fell on floor. Only minor gaps in definitive implant despite major issues during case. (2) l tka. No issues during case, all cuts verified within 1mm. However trial & implant poor - 0.5mm off distal medial and 0.5mm lateral anterior chamfer. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. Product history review: device history records indicate (B)(4) devices were manufactured under lot 42030819 and (B)(4) devices were accepted into final stock on 09/19/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to catalog: 209063, l/n: 42030819 shows 01 additional complaint related to the failure in this investigation; (B)(4). Conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1429704 and CAPA 1452931 are associated with the product and failure mode reported in this event.

Event description:
Mako tka bilateral (1) r tka. - cut anterior chamfer, check with planar probe 1.8mm proud. Still showing proud after recutting 3x. - tibial cut still >1.5mm proud despite recutting 2x. Due to this, very tight while trialling, needed to recut extra 2mm. Check with planar probe and still proud. - mics handle screw loosened and handle fell on floor - only minor gaps in definitive implant despite major issues during case (2) l tka. - no issues during case, all cuts verified within 1mm - however trial & implant poor - 0.5mm off distal medial and 0.5mm lateral anterior chamfer.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mako tka bilateral: (1) r tka. Cut anterior chamfer, check with planar probe 1.8mm proud. Still showing proud after recutting 3x. Tibial cut still >1.5mm proud despite recutting 2x. Due to this, very tight while trialling, needed to recut extra 2mm. Check with planar probe and still proud. Mics handle screw loosened and handle fell on floor. Only minor gaps in definitive implant despite major issues during case. (2) l tka. No issues during case, all cuts verified within 1mm. However trial & implant poor - 0.5mm off distal medial and 0.5mm lateral anterior chamfer.